Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of the cotton tore and was stuck inside- vagina [foreign body in reproductive tract] when I removed the tampon after use it started to pull apart during the removal and part of the cotton tore and was stuck inside [complication of device removal] tampon started to pull apart during removal, part of the cotton tore [device breakage] case description: consumer contacted via e-mail and stated that when she removed the tampon after use, it started to pull apart during the removal. Part of the cotton tore and was stuck inside; she was able to remove it. No serious injury was reported.